Event description:
It was reported that an elderly pt with a left tibia fracture had open reduction, internal fixation (orif) performed. Five days later, when the surgeon attempted to remove the hemovac drain device, the tube broke off. The pt was returned to the operating room for removal of the broken drain (approx 4 cm long).

Manufacturer narrative:
The product was returned to the MFR for eval, however, the eval of the product is not complete. A f/u medwatch will be submitted once the eval has been completed.